Manufacturer narrative:
The insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. The device also had missing reservoir tube lip o-ring noted. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was damaged and the reservoir wouldn't say in place. Customer's blood glucose was 83 mg/dl. Customer stated the damage was the top of the reservoir compartment, the threading more than half was missing. Customer was sure how damage occurred, might be due to normal wear and tear. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.